Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The batch 6005627 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005627 were previously tested in complaint (B)(4) on 05/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6005627 manufactured according to the work instruction (wi) version 110 in the line 5, on 20/feb/2024, with a total of (B)(4) units. Gluing of tubing the lot 4b02220 was manufactured according to the wi version 60 in the gluing of tubing in the machine sc03, on 20/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 07/jul/2025 against malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) and lot 6005627 and another 1 complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia. The patient faced two infusion set tubing had a hole or slit which results into hyperglycemia. The infusion set was in use for one day. The blood glucose level was 478 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was admitted to hospital for two and half hours. No further information available.